Event description:
Metwaly na-e, sobh km, ahmed mg, elaziz aesa, ahmed si. Assessment of balloon remodeling techniques in endovascular treatment of wide-neck intracranial aneurysms (wn-ias). Neurological research. 2023;45(5):465-471. Doi:10.1080/01616412.2022.2158646. Medtronic literature review found a report of patient complications in association with hyperform and hyperglide balloon catheters. The purpose of this article was to evaluate the clinical, technical, and angiographic results in endovascular management of wide-neck intracranial aneurysms (wn-ias) using the balloon-remodeling technique. Thirty-seven patients with a mean age of 49.7 years were included. Twenty-two patients were female, and 15 were male. Eighteen were treated with a hyperform balloon, and 16 were treated with a hyperglide balloon. The article does not state any technical issues during use of the hyperform or hyperglide. It was noted that there were 2 complications in patients where a hyperform was used, and 1 complication with a hyperglide. However, it is unclear which complications occurred with each device. The following intra- or post-procedural outcomes were noted:  - two patients had mild rupture by wire, treated by 5 min hyperinflation of the balloon till hemorrhage stopped.  - one patient had ischemia (late vasospasm).  - according to the raymond-roy occlusion classification, 86.5% of the patients had complete obliteration, 10.8% had residual neck, and 2.7% had a residual aneurysm.

Manufacturer narrative:
Continuation of d10: product ID: unk-nv-hyperform; product ID: unk-nv-hyperglide; product ID: unk-nv-hyperform; citation: authors: metwaly, n. A.-e., sobh, k. M., ahmed, m. G., elaziz, a. E. S. A., ahmed, s. I.. Assessment of balloon remodeling techniques in endovascular treatment of wide-neck intracranial aneurysms (wn-ias). Neurological research 45(5):465-471 2023. Doi:10.1080/01616412.2022.2158646. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. See manufacturer report#: 2029214-2023-01154 for another report from this article. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.